Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported that during a 4ext cervical case, the mee-2000a-lt unit shut down and restarted. The duration of the event was less than 2 minutes. The user was not touching the unit or inputting any commands at the time. They also did not bump the power cord or any of the cords behind the unit. The nihonkohden (nk) technical support (ts) agent contacted the customer and confirmed the reported problem. The ts agent found out that the reported problem was resolved when the reported unit restarted within 2 mins. However, after initial contact ts agent was not able to connect with the customer. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is "medium." The root cause of the reported problem could not be determined with the provided information. Since the root cause was unable to be determined, no CAPA is required.

Event description:
The eeg tech reported that the mee system shut down and restarted during a 4ext cervical procedure. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs.

Manufacturer narrative:
The duration of the event was less than 2 minutes. The user was not touching the unit or inputting any commands at the time. They also did not bump the power cord or any of the cords behind the unit. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The eeg tech reported that the mee system shut down and restarted during a 4ext cervical procedure. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs.